Event description:
Ous MDR - after an implantation period of about 6 months, oversensing with 2 inappropriate shocks was reported. Apart from the 2 shocks mentioned in the incident description, no further adverse patient side effects have been reported.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual and an electrical analysis. The visual inspection demonstrated a rubbed through insulation at about 20 cm distal to the is-1 connector pin. The coating of the conductor cable was found damaged in this area. This insulation damage can be considered as the root cause for the observed oversensing issues as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the ICD can. The analysis did not reveal any sign of a material or manufacturing problem.